Event description:
A physician reported that during a cataract surgery with intraocular lens (iol) implant procedure, insertion failure of a lens occurred. The surgery was performed and completed after replacing the product with another unspecified lens. There was no health damage to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Iol (intraocular lens) was returned outside of the device. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device, adhered to the device with tape. Solution is dried on the iol, there is a large split cut from the edge of the optic to the centre. Both haptics are intact. The product investigation could not identify the root cause for the reported complaint "insertion failure of lens occurred," as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).